Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Based on key press replication the returned dataset does not appear to be the dataset in use at the time of the reported event. The medications and profile in use were not able to be identified. Analysis of the pcu event log shows the following devices were used on (B)(6) 2017. Pump module s/n (B)(4) was programmed to infuse drugid 150. Pump module s/n (B)(4) was programmed to infuse drugid 176 and drugid 357. Pump module s/n (B)(4) was programmed to infuse drugid 318, drugid 357 and basic infusions at 500ml/hr and 20ml/hr. Pump module s/n (B)(4) was programmed to infuse drugid 318 and drugid 319. Based on the high infusion rates (up to 337.5 ml/hr) and multiple guardrails warnings for "dose above maximum", this device is believed to be the source device, however without details and the correct dataset, this cannot be confirmed. Intended rates and volumes were not provided by the customer. The root cause of the reported event was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that the patient received an overdose of an unknown medication with no resulting harm to the patient. The customer is requesting a review of the incident to determine what occurred and whether the nurse will undergo a coaching and/or disciplinary action. There is no allegation of any pump error, only a nurse error. The biomed department was able to download the event and error logs from the pcu, however, was unable to obtain them for the pump module in use at the time of the event. Both devices have been returned to use without further complications.